Event description:
The complainant reported that the physician performed a therapeutic procedure, placement of a biliary wallstent, for treatment of a pancreatic head tumor with collapsed doudenal bulb. The physician had difficulty positioning the scope due to the pt's anatomy and disease process. Prior to successful deployment of the stent, the outer sheath was pulled back approximately 50%-this resulted in stretching of the sheath. Once the stent was deployed, it was noted that a piece of the sheath with the ro (radio-opaque) markers had detached. This piece appeared to be approximately 6 inches in length. The physician was able to remove the detached sheath by utilizing the elevator on the scope. The sheath was drawn out from the cbd (common bile duct) through the stomach and out of the pt's mouth. The physician then evaluated the pathway of the scope. It was then noted that the pt had sustained some bleeding due to mild trauma at the ampula. The pt was monitored overnight per standard protocol by this facility post stent placement. The procedure was successful. The pt has not required any subsequent treatment as a result of this event.